Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer was driving home at the time and was unable to provide some information. Customer indicated that he had incidents where he will receive a weak signal and lost sensor alerts even when he is wearing the pump and sensor on the same side of the body. Customer advised that he has spoken to his diabetes educator about the issue. Customer thought that it might be radio frequency interference, but customer has not really thought about what might be the source of the interference. Customer advised that sometimes the sensor will read low and try to send the pump into threshold suspend. Customer stated that he will check his blood glucose level and sometimes it will be in the 80's or 90's mg/dl. Customer was advised that this may or may not be accurate. Last incident of this was earlier, sensor glucose reading was 58 mg/dl and blood glucose level was actually 83 mg/dl. No additional information provided.